Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic broke inside the cartridge during injection. The event occurred before the surgeon inserted the lens into the patient's eye. Another iol with the same power was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic broke inside the cartridge during injection. The event occurred before the surgeon inserted the lens into the patient's eye. Another iol with the same power was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Product evaluation: the cartridge was not returned for an evaluation. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The associated iol was returned with viscoelastic and broken haptic damage observed. The customer indicated the use of a qualified iol with a non-qualified injector and a non-qualified viscoelastic. The iol product history records were reviewed and the documentation indicated the product met release criteria. Based on the evaluation of the associated iol, the reported broken haptic damage was observed. The root cause is most likely related a failure to follow the dfu. The account used a lens/cartridge/handpiece combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. A non-qualified viscoelastic was also used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).